Event description:
It was reported that the asymptomatic patient presented during follow up with a device that was double counting post paced wide qrs waves. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.